Event description:
It was reported that a user experienced a dexcom g7 pairing failure with a brief sensor issue notification while using the ilet system, after which support guided the user through switching cgm modes (to g6 and fsl3+ and back to g7), restarting, re-pairing, and reconnecting, with instruction to wait for sensor recovery. Symptoms included no cgm data availability. Outcomes included temporary interruption of glucose data and device function. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the sensor connection was unstable and required reconfiguration steps to restore communication. It was concluded that the event was attributable to a transient cgm pairing or connectivity issue without injury or medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.